Event description:
This case was initially received via (B)(6) on 31-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain complaints") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity, cow's milk allergy, application site allergy and hyperglycemia. In (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced the first episode of procedural pain ("insertion was very painful"), syncope ("fainted"), complication of device insertion ("fainted") and the second episode of procedural pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), confusional state ("chaos in mind") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (essure, fallopian tubes and a small corner to the right of the uterus were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, confusional state and fibromyalgia was resolving and the syncope, complication of device insertion and the last episode of procedural pain outcome was unknown. The reporter provided no causality assessment for complication of device insertion, confusional state, fatigue, fibromyalgia, pelvic pain, syncope, the first episode of procedural pain and the second episode of procedural pain with essure. The reporter commented: the complaints have been reduced since essure removal. Diagnostic results: unspecified date (2 weeks after insertion): unspecified exam - no abnormalities noted. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-sep-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3.877 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.